Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup operation. Due to the battery voltage further troubleshooting could not be performed. On (B)(6) 2016 the device was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed the reported backup due to a flipped bit in the product code. The cause of the flipped bit could not be determined.